Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed oversensing with pacing inhibition on the stored ventricular electrogram's. (The right ventricular lead model/serial number was not available) in addition, the device was included in the insignia microcrystal failure mode 1 field advisory. The patient had experienced muscle stimulation as well. A technical service consultant was contacted and discussed this could be due to a possible fracture as lifting the arm behind the neck and manipulating the device in the pocket could help to reproduce noise. Approximately three years later the device was removed and returned for analysis. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. No evidence of advisory issues were found in device memory or operation of the device. Analysis has confirmed that this device operated normally throughout testing, operating as designed.